Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor gel breast implant and experienced postoperative right sided chest injury and rupture. The patient states that approximately 7 months after the implantation surgery a horse fell down on the patient, and the incident caused right-sided rupture. As a result, the patient underwent removal and replacement with two 425cc mentor smooth round moderate profile prostheses (catalog #:3501670, left serial #: (B)(4), right serial #:(B)(4) in (B)(6) 2005. The implantation, event, and explantation dates were estimated as (B)(6) 2004, (B)(6) 2005, and (B)(6) 2005 respectively based on available information.